Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not inflate the intra-aortic balloon (iab) properly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the reported issue. The fse performed an initial autofill and the iabp unit inflated the iab as it should. Subsequently the fse performed all manifold tests which passed. Additionally, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not inflate the intra-aortic balloon (iab) properly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.